Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had "sensitivity issues" as well as the pump battery was "unreliable". Customer declined troubleshooting for the issues with tandem technical support, therefore no additional information was obtained. There was no reported adverse impact to the customer¿s blood glucose level.